Event description:
It was reported that the device longevity was not as long as expected, and that the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2009 (B)(6), 4196 implantable pacing lead 2009 (B)(6). (B)(4). Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.